Manufacturer narrative:
Follow-up #1 date of submission 11/06/2017-product analysis: the device was returned and evaluated by product analysis on 10/08/2017 with the following findings: the complaint could not be duplicated or confirmed. The pump was powered on without any abnormal noise. The audio-alert feature functioned appropriately during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged that the pump was making a clicking noise when the battery was in the pump. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.